Manufacturer narrative:
Device evaluation summary: visual inspection shows the stopcock attached to the arterial sampling port appears to be damaged/deformed. The blue cap was removed from the qb-inlet port and there is evidence of damage/deformity. Reason for return was confirmed. Conclusion: complaint confirmed for damage to the qb (blood) inlet port. Inspection for this type of damage is performed during the manufacturing process. The device history record was reviewed; devices are required to pass manufacturing inspections and specifications prior to release and no abnormalities were documented which would cause or contribute to the reported occurrence this occurrence could have been caused by transportation/storage of the device. There were no patient/clinical safety issues reported. Trends for issues with this product are reviewed at quarterly quality meetings. Note: there are two possible lot numbers for this device; # 220304433 and 220342520. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use, the customer noticed on opening the perfusion pack that the fusion oxygenator inlet was broken. The device was replaced. There was no patient involvement so no adverse effect occurred. Additional information: there was no damage to any of the device packaging.